Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass and metal cap are attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber tip came off" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure, the fiber tip came off. It was further noted that the laser was firing out top of fiber at 115,109 joules and 8:36 minutes of use. The fiber cap (tip) was not cleaned during the procedure. The fiber was exchanged, and the second fiber was used to complete the procedure. Patient outcome: "ok" reported. No patient injury was reported.